Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the nurses had the monopolar setting on 36 cut and 12 coagulation for the diathermy pencil. They used the universal foot pedal receptacle and the setting went up to 36 coagulation. The surgeon and nurses did not notice till after the left tonsil was out and noticed the burning. The patient had charring and a lot of lateral thermal spread from the higher coagulation setting. They continued to use the diathermy non-medtronic pencil with coagulation 12 to remove the right tonsil bed and tied off any bleeding vessels. The patient had 1st degree burns all around tonsil bed and soft palette, left side. Patient is in recovery with a bit more burns than they would like but is doing fine otherwise. It was treated by small wet gauze and local anesthetic.